Manufacturer narrative:
G4:19nov2020 b4: (B)(6) 2020 further investigation of the complaint led to the finding that the information regarding communication issues was detected during testing the light emitting diode (led) and prior to using the device on a patient. The event reported on MFR report#: 2031642-2020-03641 no longer meets the criteria for a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
The customer reported power light emitting diode (led). The field service engineer (fse) confirmed the issue. The fse will be looking into some communication issues. The unit was not in use and there was no patient or user harm.